Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 172 mg/dl (mobile system) and 63 mg/dl (compact plus system). No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).